Event description:
Reportable based on analysis completed on 19aug2024. It was reported that the dilator was difficult to lock into the sheath and that subsequently the end of the sheath became loose. During preparation for an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. It was noted that the dilator was very difficult to lock into the sheath handle and required excess force to accomplish this. In doing so, the end of the sheath became loose. This detached area was able to be re-affixed, however once force was applied to the dilator, it again came loose. The device was replaced, and the procedure was completed successfully without patient complications. However,, analysis of the returned complaint device revealed a flush lumen tear.

Manufacturer narrative:
Upon device return and inspection, it was observed that the handle cap was loose from the sheath. It was also noted that the returned dilator was still clicked into the returned faradrive device. Resistance was felt, and significant force was needed to unclick the dilator from the sheath. The dilator was examined on the microscope to look for anything that might contribute to the resistance that was felt during functional testing. Some mold flash was observed on the part of the dilator where the resistance was felt. Additionally, microscopy revealed a tear in the flush lumen, where the adhesive filet bonds the lumen to the valve hub of the sheath.